Event description:
It was reported that boston scientific technical services (ts) was contacted regarding a planned lead revision, but the details were unclear. It was later confirmed that the right atrial lead was surgically abandoned and replaced due to noise, oversensing, pacing inhibition, and loss of capture. No additional adverse patient effects were reported.